Manufacturer narrative:
Correction: b5: the reporter indicated, that a 13.2mm vicm513.2, -10.50 diopter, implantable collamer lens was implanted, removed, and replaced intraoperatively on (B)(6) 2021, from patient's left eye (os). For excessive vault. The shorter length lens resolved the problem. Additional information: h3: device evaluation: lens was returned dry in a micro centrifuge vial with residue on the lens. Visual inspection found the haptic torn with foreign residue. Work order search was performed. No additional, similar complaint type events within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm vicmo13.2, -10.50 diopter, implantable collamer lens was implanted, removed, and replaced intraoperatively on (B)(6) 2021 from patient's left eye (os) for excessive vault. The shorter length lens resolved the problem.